Manufacturer narrative:
Date of initial report: 4/17/2009.

Event description:
According to the reporter: procedure: vaginal prolapsed. The patient underwent surgery in 2002 but was seen and operated in 2009, due to reported pain. The mesh was allegedly found to be eroded and could have led to infection. The mesh was removed and the patient wound was treated accordingly. Additional information have been requested but no important information has been ascertained.